Manufacturer narrative:
Conclusion: device investigation revealed multiple overload fractures and fatigue wire breakages in the active electrode array. Review of DHR records and final measurement in storage confirmed that the device was released according to specifications. Thus, the observed damage was likely inadvertently caused during the implantation surgery, which seems compatible with the measurements performed whilst implanted. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user was bilaterally implanted in (B)(6) 2020 at which intra-operative measurements revealed high channels. The user was re-implanted on the (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was bilaterally implanted in (B)(6) 2020 at which intra-operative measurements revealed high channels on the right side.